Manufacturer narrative:
The investigation / device evaluation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
On october 28, 2019, richard wolf gmbh (rw gmbh) received the following information: during a procedure, the controller froze the image during surgery. Image freeze was continuous. The malfunction had occured twice before and was able to be resolved by restarting the device. After the error the video material was replaced by another brand and the surgery was continued. No significant delay. The treatment could be completed.